Event description:
It was reported that a device displayed an error code 105 message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported symptom "error code 105" through the device event history log (ehl), but was unable to reproduce under test. Further investigation found severed motor mount screws. The motor assembly was replaced.